Event description:
The customer contacted stryker to report that their device the display would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. It was determine the root cause was misaligned grounding straps between the front case and the board stack assembly. After replacing the a05 ui pcb and the eos power supply pcb, and performing additional unrelated repairs, the device successfully passed functional and performance testing and was subsequently returned to the customer. The replaced a05 ui pcb and eos power supply pcb were sent to stryker product assessment center for further investigation. During the evaluation, the reported and observed issues were confirmed. Visual inspection of the a05 ui pcb revealed damaged components around mounting hole mh1, where the misaligned grounding strap had caused a short circuit. The root cause of the issue was determined to be a maintenance error or tampering, as the grounding straps were improperly installed.